Event description:
It was reported that the jaws on the instrument are broken during use. Although the instrument was used intraoperatively, no pt complications were reported.

Manufacturer narrative:
(B)(4): device was not returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.